Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported the bd vacutainer eclipse blood collection needle with pre-attached holder experienced safety shield failure. The following information was provided by the initial reporter: translated to english. The customer stated: the "safety is shield breaking off. Safety shield broke off needle."

Event description:
It was reported the bd vacutainer® eclipse¿ blood collection needle with pre-attached holder experienced safety shield failure. The following information was provided by the initial reporter: translated to english. The customer stated: the "safety is shield breaking off. Safety shield broke off needle."

Manufacturer narrative:
H6: investigation summary: bd had not received samples, but 4 photos were provided by the customer for investigation. The photos were reviewed and the indicated failure mode for broken safety shield with the incident lot was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product. H3 other text : see h.10.